Manufacturer narrative:
H10: the initial report was sent in error and previously reported. Reference manufacturersreport #1218950-2020-03675. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported a loss of the electrocardiogram (ECG) signal at their philips intellivue information center (piic). The patient was found unresponsive, resuscitation efforts were unsuccessful and patient expired.